Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm sapien 3 ultra valve is failing due to stenosis approximately 3 years and 8 months post implant in the aortic position. The patient is symptomatic with shortness of breath and heart failure. The patient is undergoing workup for retreatment, but procedure has not been scheduled at this time. Edwards lifesciences proctor feedback was provided after reviewing the imagery. The valve appears to be under deployed. The proctor suggests expanding the 23mm sapien 3 ultra valve with a 22/23mm balloon prior to implantation of a second 23mm sapien 3 ultra valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional information added to b5, corrected h6 device code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device remains implanted and was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following were observed: calcific leaflets, thickened leaflets, and under-deployed transcatheter heart valve with an area measuring 3.364 cm2 at annulus. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The sapien 3 ultra valve calcification was confirmed based on provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
An additional review of imagery was completed by an edwards lifesciences imaging specialist. Leaflets of the sapien 3 ultra valve appear calcified, fibrotic and thickened.